Event description:
The customer reported that the navigation ring does not work. There was no patient involvement. The issue was found during preventive maintenance (pm) service. There was no report of patient or user harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service provider replaced the front bezel. The device was corrected and returned to service with no restrictions to usage. Previous investigations have shown that the root cause of the nav-ring failures was liquid ingress due to the variability of the assembly process.